Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system implant procedure. During implantable cardioverter defibrillator placement, an unspecified setscrew anomaly was observed. The device was removed and replaced. It was also reported that the right ventricular lead exhibited decreased high voltage lead impedance. The lead was replaced on an unknown date. No further information was provided.